Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 07p60-31.

Event description:
The customer reported a false nonreactive alinity I syphilis tp result on a patient. Results provided: abbott = 0.72 s/co, maike platform = 3.26 (reference is <1), trust platform is positive, antu result is 4.1 s/co. No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I syphilis tp reagent lot 52340be01 identified normal complaint activity. There are no trends for the product related to patient results. Return sample analysis: the returned specimen sample was tested with the following results: alinity I syphilis tp: 0.77 s/co (nonreactive). Recomline treponema igg: (tp257: strong intensity, tp17, tp47, tp15: very low intensity) recomline treponema igm: negative. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generated the expected results. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lots. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or deficiency was identified.

Event description:
The customer reported a false nonreactive alinity I syphilis tp result on a patient. Results provided: abbott = 0.72 s/co, maike platform = 3.26 (reference is <1), trust platform is positive, antu result is 4.1 s/co. No impact to patient management was reported.